Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached after 5 days of wear. The customer experienced symptoms of dizziness, lightheaded, "didn't feel good," and was incapable of self-treating. The customer had contact with a healthcare provider and a reading of 1.3 mmol/l was obtained on an unspecified meter. Customer was diagnosed with hypoglycemia and treated with intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.